Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
Consumer called and stated that she had an issue with two security tampons from the same package; one where the pledget was extremely difficult to remove and another where the string was missing from the pledget. She saw a doctor for removal of the tampon a couple of days later on (B)(6) 2016 and the tampon was removed in two pieces. The consumer stated she was diagnosed with bacterial vaginosis and was prescribed 10 day course of antibiotics. On (B)(6) 2016 the consumer called back to state she now has an infection from the antibiotics she was given. She was seen by the doctor yesterday and was experiencing pain in her abdomen. She had a pelvic ultrasound done and the doctor told her she had pid and bacterial vaginosis. On (B)(6) 2016 the consumer stated she has finished the course of antibiotics and she is not experiencing any more signs of infection.

Manufacturer narrative:
Copies of the medical records were received after the initial MDR was filed with FDA. The medical records confirmed that a tampon piece was removed from the vagina. No diagnosis of pelvic inflammatory disease (pid) nor toxic shock syndrome (tss) was recorded in the document. Based on this information this complaint is no longer considered an adverse event. No additional information is available at this time.